Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 28.1 mmol/l. The customer was treated with insulin pump for high blood glucose values. The insulin pump received insulin flow blocked alarm. Troubleshooting was performed and the issue was resolved as insulin exited the tubing. The cannula of the infusion set was bent. The customer was advised that the insulin pump was working as designed. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.